Manufacturer narrative:
Correction: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that there was "pressure in the middle of the chest" and it was like a "dull, aching, heavy pain on my chest". The patient did not know what was causing it but noted not having the symptoms before the cardiac resynchronization therapy defibrillator (crt-d) was implanted. The patient also noted that there was trouble with implanting a lead and the physician wanted to bring the patient back for an additional surgery to place a lead. The device and lead remain in use. No further patient complications have been reported as a result of this event. The reported trouble with implanting the lead was due to patient anatomical issues and the lead was ultimately not implanted during initial implant. A different lead was subsequently placed at a later date.

Event description:
It was reported by the patient that there was "pressure in the middle of the chest" and it was like a "dull, aching, heavy pain on my chest". The patient did not know what was causing it but noted not having the symptoms before the cardiac resynchronization therapy defibrillator (crt-d) was implanted. The patient also noted that there was trouble with implanting a lead and the physician wanted to bring the patient back for an additional surgery to place a lead. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 6935m55 lead implanted: (B)(6) 2024.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.